Event description:
Desflurane vaporizer was turned off and removed from active bay for filling. When it was returned to active bay, anesthesia machine alarmed "vaporizer failure" and desflurane cassette was removed. Sevoflurane was inserted. "Vaporizer failure" alarm continued. Sevoflurane was removed and desflurane cassette was reinserted, but machine continued to alarm for the remainder of the case. Removed machine for service. Logs were downloaded and sent to ge tech support. "Inflow check valve error" found in logs. Ge field service engineer came in to replace electronic vaporizer assembly. Faulty electronic vaporizer sent to ge for further analysis. Machine was tested by ge field service engineer according the manufacturer's planned maintenance procedure, all tests passed. Returned to service.